Event description:
During the rewarming phase of cardiopulmonary bypass operation, blood was observed in the circulating water of the heat exchanger. Blood and water flow to the heat exchanger were clamped off and warming continued using only the cardioplegia system. When that proved inadequate, the patient was connected to a replacement heat exchanger for the remainder of the case. The heat exchanger,oxygenator assembly was saved and later collected by MFR's representative for testing. MFR's initial tests did not confirm the leak, probably due to clotted blood. The unit was then shipped to the MFR's facilities in (B)(6) for detailed inspection and testing. No further information about our unit has been received. MFR has notified us of leaks that have occurred in 10 of 200,000 units when unit has been primed and waiting greater than 24 hours. MFR has issued revised instructions for use, warning of risk of leaks if device is primed and waiting for greater than 24 hours.